Manufacturer narrative:
Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. Date of event: unknown. (B)(4). Device not explanted. Device is not expected to be returned for manufacturer review/investigation. (B)(4) - the implanted plate was broken under x-ray when the patient visited the hospital on (B)(6) 2017, the surgeon decided to keep the broken plate in the patient's body since the patient's bone was reduced and coalesced. The patient is under monitoring. Device history records review was conducted. The report indicates that the: part #04.503.831s / lot #8921830; please note, this DHR review is for sterilization procedure only: manufacturing location: (B)(4); supplier: (B)(4); manufacturing date: 08.apr.2014 expiry date: 01.mar.2024. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Non-sterile 04.503.831 / 7603333 was manufactured in us. Non-sterile 04.503.831 / 7603333 was manufactured in us. Part mfg date: 19-feb-2014. Part exp. Date: n/a . Manufacturing location: depuy synthes ¿ elmira. DHR record review: a review of the device history record revealed no complaint related anomalies. The device history record shows lot# 7603333 of ti matrixmandible subcondylar plate lambda/left/1.0mm thick was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Comments: a review of the billet material device history record revealed this lot (7545619) met all specifications. Investigation summary: product was not returned. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: the reported plate was implanted to a patient¿s mandibular joint on (B)(6) 2014. It was reported that the surgeon found the implanted plate was broken under x-ray when the patient visited the hospital on (B)(6) 2017. Then, the surgeon checked the patient¿s historical medical record and found that the plate had been broken after 6 month from the implantation surgery. The surgeon judged to keep the broken plate remained in the patient's body since the patient's bone was reduced and coalesced, also there was no loosening of the screw which fastening the plate in question. The patient is under monitoring. This complaint involves 1 part. Concomitant device: 1x unk screw. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
(B)(4). Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.